Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was 163mg/dl. Reportedly, the customer was able to reload the same cartridge and resume insulin delivery.